Event description:
Customer reported that her son had a procedure in 2007 to have keloids removed from an earlobe resulting from self-induced ear piercing/lobe extension. The pt developed redness and inflammation immediately following the procedure. Antibiotics were prescribed. Local tissue necrosis developed necessitating surgical reconstruction of the earlobe.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following products were used in the procedure. Monocryl suture, gut surgical suture.